Event description:
It was reported that the pump's usb port was loose, and the pump battery intermittently could not be charged properly without the customer plugging the charger in and out in order for pump to charge. There was no reported adverse impact to the customer. The customer declined follow up from technical support regarding the issue. No additional patient or event information was available.